Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose was 476 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting had declined for high blood glucose and under delivery. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not applicable during the time of the event. Based on customer report customer does allege pump was under delivering as reservoir was loud and while doing bolus it reached to 1 unit and slow down, customer though that insulin pump was not giving them insulin.. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.